Event description:
The customer received questionable results for tina-quant albumin (malb) on 12 patient urine samples. The samples were tested on two different hitachi modular p (modp) analyzers. One sample that was tested on this analyzer gave erroneous results that were reported outside of the laboratory. The customer indicated the issue has been ongoing since last month. The original result was 120.3 mg/l, which was reported outside of the laboratory. The sample was repeated on the same modp analyzer and generated a repeat result of 9.4 mg/l. The sample was also sent to a sister facility for testing and generated a result of 10.1 mg/l. The customer deemed the repeat result to be the correct result. The customer did not know if there was any adverse event to the patient. The lot of malb reagent in use was 66899501, with an expiration date of 06/30/2014. The field service representative (fsr) found that the fluidic gear pump head was producing 100 on the gauge and could not be adjusted to 300 as per specifications. He replaced the gear pump head and also replaced stirrer paddles, sample and reagent probes. He checked the rinse mechanism heights, vacuum pressure and checked and adjusted probe alignments. The fsr observed the gear pump head, fluidic system and analyzer performing correctly and per specification. All system checks were successful. The customer performed qc, which was ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results: device subassembly- gear pump head. For medwatch on erroneous malb results on modp serial number (B)(4), please refer to medwatch with patient identifier (B)(6).